Event description:
Daughter was born with a chiari malformation. I had 14 year old silicone breast implants when she was born. We just learned that she had the malformation after a car wreck last year. She was born in 1988. I had 14 year old silicone breast implants when my daughter was born in 1988 and now she has been told after a car wreck that she was born with a chiari malformation that was made worse by a car wreck. I had a high sed rate of 50 before I had the implants removed in 1993-94 which returned to normal after they were removed. Reference report #mw5116462.